Event description:
It was reported that the system 9900 was producing a loud popping sound during x-ray. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the loud popping was the xray tube arcing across connections. The tube was replaced and the system calibrated. The system was tested and found to be working as intended and placed back into service.